Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. It was confirmed that the customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support provided information for resetting the pump, and the caller decided to perform the reset independently at a later time, with a commitment to call back if the issue persisted.